Event description:
It was reported that customer experienced diabetes-related issue that led to vomiting at home and prompted healthcare provider to send customer to hospital, where customer stayed in emergency department and was hospitalized for two days while using insulin pump and supplies as usual. No bg level was provided and no injury or permanent damage was identified. The cause was unknown. Customer received intravenous treatment and fluids at hospital, which resolved issue, and later reported that no problems were observed with pump, supplies, or insulin, while technical support performed system check and confirmed pump functioned as intended with no further action taken.